Event description:
It is reported that a screwdriver shaft black tip broke in half during surgery. No adverse events, no time added. Switched to another screwdriver.

Event description:
It is reported that a screwdriver shaft black tip broke in half during surgery. No adverse events, no time added. Switched to another screwdriver.

Manufacturer narrative:
Device returned and product information was provided. Lot#: 179263. Returned to manufacturer on 9/21/2018.

Manufacturer narrative:
The customer reported event was confirmed via visual inspection. The driver was returned with half of the tip fractured and missing. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Material analysis was performed. Two of the six raised areas of the submitted tip were found to have fracture mode of cleavage (fast propagation) with some grain boundary yawning, due to an applied bending overload. The elemental constituents were consistent with what is specified on the drawing. It was reported that the fracture occurred during backing out of a screw, heard clicking during this process and that the screwdriver didn¿t seem fully engaged to the screw. The probable root cause of the tip fracture is improper seating of the tip of the driver into the screw tulip, allowing for bending force to be applied to the tip.

Event description:
It is reported that a screwdriver shaft black tip broke in half during surgery. No adverse events, no time added. Switched to another screwdriver.